Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken power cord; this condition had the potential to interrupt delivery. This condition was reported to be found in the medicina department upon power up. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with broken ac cable was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be ac power cord cracked/broken. Replaced the ac cord to correct this condition. Should additional information be received a follow-up medwatch will be submitted.